Event description:
On (B)(6) 2012, dr. (B)(6) reported that the dental implant failed and was subsequently removed. On (B)(6) 2012, three implants were placed in the areas of teeth numbers 19, 29, 30. The procedure was uneventful. On (B)(6) 2012, the pt reported some soreness around tooth number 19 and stated that it had began 5 days earlier. Upon examination, the implant was not mobile, there was no bleeding when probed, and no bone loss noted. The dentist did notice a small apthous fiber ulcer on the pt's tongue. The site was irrigated with peridex and the pt was given an irrigation syringe and peridex for home use. On (B)(6) 2012, the pt returned complaining of swelling upon examination, the dentist noticed mild inflammation around tooth number 19, slight tenderness, and bleeding when probed.